Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the blood glucose tends to go low when she gives a correction. The caller stated that the doctor believes the bolus wizard was not calculating the numbers correctly. Then the customer stated that she was in the hospital a couple weeks ago for pneumonia. The caller stated that the nurse did help her with the insulin pump and noticed that the bolus wizard calculations were wrong. The customer mentioned that the insulin pump kept alarming no delivery while staying in the hospital. Assisted the caller to run a bolus and determined all of the numbers were accurate. No further information was provided.